Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H3: device evaluation is not required. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop without pupil block and angle closure. In a separate visit the lens was explanted, and the problem resolved. Cause of the event was reported as other, "surgeon preference change. 12.6 size too large. 12.1 preferred. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.